Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. The operative notes for the revision surgery were reviewed. The surgeon noted that the that the post of humeral tray completely sheered off the back of the tray and was retained in stem. The operating surgeon expressed the belief that, while the implant fractured as the result of a fall, it should have been able to withstand the fall. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that this device falls under the scope of a recall related to implant fracture. Without the opportunity to examine the complaint product, and force of impact of the patent's fall is unknown, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product - comprehensive reverse fixed locking screw catalog #: 180500 lot #: 172740, comprehensive reverse fixed locking screw catalog #: 180500 lot #: 645730, comprehensive reverse fixed locking screw catalog #: 180503 lot #: 531980, comprehensive reverse shoulder baseplate catalog #: 115330 lot #: 319970, comprehensive primary standard stem catalog #: 113651 lot #: 333290, arcom standard humeral bearing catalog #: xl-115363 lot #: 640710, comprehensive reverse central screw catalog #: 115381 lot #: 532450, versa-dial comprehensive standard taper catalog #: 118001 lot #: 739200. Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision approximately seven years post-operatively due to pain and fracture of the humeral tray component. No additional patient consequences were reported.